Event description:
Reporter alleged the lancet needle from the multiclix device used in finger-stick blood glucose testing would not fully retract after it was used and protruded outside the end of the end cap. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.